Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unknown procedure. The device was fired and there was no staples in the initial cartridge. The case was completed by hand sewing. There was no adverse consequence to the patient.